Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during manual filing of the vial at the user facility. The customer contact reported the vial was being filed with an unspecified volume of normal saline when solution leaked under the flange at the luer-lok of the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.